Manufacturer narrative:
H6 investigation: type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the optical signal issue was noted as a console-related issue. Please refer to pi-17752352251241759 for an investigation into the console ic4023.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella rp flex vis percutaneous right femoral artery for mechanical circulatory support. It was reported that placement signal not reliable alarms occurred intermittently. The position was verified and no visible clot on device was noted. No patient harm was reported. The pump was explanted three days later which was not due to the reported event.